Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 49 mg/dl. The customer was treated with 2 glucose tabs. The customer stated that two cracks on the screen of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer declined to troubleshoot for the low blood glucose.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.